Event description:
A customer reported a missing luer lock component while using an anesthesia extension set. This event was noted during patient use and resulted in blood leaking from the set. There was no medical intervention or patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.